Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's device stopped working "a while back". The pt also missed a refill; all was "ok now". Per the reporter, the hcp was "mixing his own baclofen and doing the surgery on-site along with a pharmacy". Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.